Event description:
Pump alarm sounded, and nurse checked pump to find that the tubing in the pump had a large diameter swelling in the soft portion of the tubing at least 5 times the diameter of the normal tubing size.